Event description:
The reporting facility indicated that the high priority alert icon did not display on the mckesson radiology study list, as expected. No harm to the patient was reported.

Manufacturer narrative:
The reporting facility indicated that they use the priority alert icon for 'hold and call' situations, whereby a patient must remain at the healthcare facility for immediate treatment, or until a physician has reviewed the study. Mckesson medical imaging company completed an investigation and concluded that the system malfunctioned. The high priority alert icon is only displayed when there is also a stat study present in the mckesson radiology study list. When the high priority alert icon is not displayed as intended, there is potential for a delay in care. Mckesson medical imaging company customer support will work with potentially affected customers to apply a software update to mckesson radiology 12.0 for correcting the error identified.